Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg. According to the reporter: upon insertion the shaft part touched with the surface of trocar and it was peeled. New one was opened to complete the case. No patient harm operating time not extended.